Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported possible "deflation/rupture" of an unknown side and the device "do not feel right". This record represents the left side.